Event description:
It was reported that the metal tip came off of the unit. The pieces fell into the patient and were retrieved.

Event description:
It was reported that the metal tip came off of the unit. The peices fell into the patient and were retrieved.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The missing flower shaped electrode portion was not returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Some scratch wear marks were observed on the ceramic below and side of the electrode and lumen below and same side of the electrode. No visual wear marks were observed on the probe¿s insulation. The communication and electrical cable as well as the suction tube were cut and not returned with the unit. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Based on the return unit's evaluation, the most probable root cause could be design (strength) combined with user related (misuse) as a contributor factor. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.